Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure, pacing impedance measurements were observed to be less than the lower limit. The procedure was completed using a replacement lead. There were no adverse consequence to the patient.

Manufacturer narrative:
The reported event for low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead body insulation did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.